Manufacturer narrative:
One photo was shared by the customer, where the item and lot information from the item #cl2000s-rc was observed. No damage or anomalies are confirmed. Six new samples item #cl2000s-rc, were received for evaluation. As received, each of the six samples were connected using a new chemoport, no disconnections or incomplete connections were observed. Each of the sample was torque test activated confirmed met the product specification and the torque residual as well. All the chemolocks present a good shear tab activation and no damage on the splines. The female luer of the chemolocks were confirmed to comply with iso design expectations. Complaint of leaks cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ w/red cap where it was reported that the product leaked while attached to a patient. The male and female chemolock adapters came undone and few drops of chemo leaked. When the nurse did an assessment and reattached them, they could easily be pulled back apart, so they were replaced with a new set. There was patient involvement, and no harm that was associated with this event.

Manufacturer narrative:
The used device is not available for evaluation, however, sister samples were sent in. Investigation is pending.